Manufacturer narrative:
Qn#(B)(4). The customer provided 1 photo for analysis. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed three severely misaligned staple at the front, along with one staple pushed against the roof of the cover block latched around the front staples preventing them from moving. The stapler was returned with the trigger partially engaged, and there were no signs of biological material on the device. The stapler was received with 37 staples left in the cartridge. Upon functional testing, after engaging the trigger, no staples fired. The stapler was then disassembled and die casting anomalies were discovered on the forming tool. The original complaint could be confirmed due to the misaligned staples at the front of the cover block. A non-conformance was opened by the manufacturing site to further investigate this issue. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination of the returned stapler revealed severely misaligned staples at the front of the cover block, along with one staple pushed up against the roof and latched on to the front staples preventing them from firing. Upon functional testing, the stapler failed to fire any staples. The saddle spring was observed to be correctly attached to the pusher and was correctly seated on each side of the cover block. The stapler was disassembled, die casting anomalies were discovered on the forming tool. Two staples that were suspected of causing the jamming were taken for dimensional testing. For staple (1) and staple (2) both inner foot angles were within specifications, but the length of staple (1) and staple (2) were out of specification. Staple (1) was also out of specification for its height, while staple (2) was withing specification for its height. The original complaint could be confirmed due to the original misalignment of the front staples. But a conclusive reason for the "misfire/jamming" could not be concluded as only the tecate site has a procedure and machine for the exact measuring of staples that the morrisville team does not have access to; additionally, the measurements were manual so slight margins of error are possible. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".